Manufacturer narrative:
(B)(4). A hot axios stent and delivery system was returned for analysis. A visual evaluation of the device noted that a segment of the first flange of the stent was partially deployed. The delivery system's deployment hub was positioned in its starting position. The outer sheath was kinked and the polyimide inner shaft was kinked. A functional evaluation determined that it was possible to complete deployment without issue. There was no issue with the stent and the stent was measured to be within specifications. The investigation concluded that the condition of the returned device was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
A hot axios stent and delivery system was returned to boston scientific corporation in a box that was marked "faulty." Attempts to obtain additional information regarding the "fault" of this device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the stent was partially deployed; therefore, this is now an MDR reportable event.